Event description:
During remote monitoring, episodes of high pacing impedance were observed on the right ventricular (rv) lead. A revision procedure was performed where the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.